Event description:
It was reported that syringe 50ml ll had foreign matter in the packaging. This occurred on 2 occasions. The following information was provided by the initial reporter: the pharmacy observed a large number of particles in the packaging of a bd plastipak syringe. We are primarily concerned with the sterility of the two syringes affected by our observations and, since some of the particles are in the syringe itself, the inconvenience that may result.

Manufacturer narrative:
H.6. Investigation: photos received for investigation, product is 50ll syringe with reference 300865 and unknown lot number. Upon visual inspection of the pictures provided it ca be seen foreign matter along the barrel of the syringe embedded in the part. The foreign matter observed are black spotted particles inlaid in the syringe barrel appearing to be burnt embedded material. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Furthermore, the lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Possible root cause for the defect appeared due to the injection of burnt material generated during molding process. Before the injection machine is restarted up it is purged until de material is acceptable rejecting the first pieces. Injection machines are periodically subjected to maintenance and cleaning. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 50ml ll had foreign matter in the packaging. This occurred on 2 occasions. The following information was provided by the initial reporter: the pharmacy observed a large number of particles in the packaging of a bd plastipak syringe. We are primarily concerned with the sterility of the two syringes affected by our observations and, since some of the particles are in the syringe itself, the inconvenience that may result.